Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable paddle lead. It was reported that the electrode on the surgical paddle that was going to be implanted was bent on the paddle lead. A new lead was given to the healthcare provider (hcp) to continue with implant. The issue was resolved.